Manufacturer narrative:
The instrument was returned for evaluation. Visually confirmed instrument broken at ~70mm mark, with a ~20mm portion of the shaft missing and not returned for analysis. Microscopic examination of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. River lines suggest direction of fracture. The location and nature of fracture surface suggest failure due to bend stress overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. It was reported that the tap broke into three pieces while in use in the pedicle. The pieces were retrieved. No patient complications were reported.